Event description:
Mother called phs rt department stating when she woke up the ventilator was off. No nursing was present and mom was sleeping in the room throughout the night. She has no recollection of turning off the ventilator and no history of sleepwalking. She lives with her mother and father and said they would never had turned the vent off. No harm was caused to patient. Vent was picked up and brought into phs for download and inspection. Download shows ventilator on/off switch was pressed to turn off. Ventilator sent to manufacturer for further testing.